Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that just before a patient's dialysis procedure, the dialysis catheter was noted to be cracked at the proximal arterial end of the catheter making it impossible to complete the dialysis procedure for the patient. A competitor's device was placed for this patient and the procedure was completed without incident.